Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be completed.

Event description:
Pt status post prodisc-c implantation returned to surgeon's office complaining of arm pain. An x-ray showed the implant had moved anteriorly. Surgeon removed the hardware and revised the pt to a plate and spacer.